Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient not getting enough stimulation to the left low back/leg was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn't getting enough stimulation in the left low back/leg. The rep reported that before the patient¿s fall his stimulation was having relief on the left side. The patient fell approximately 2 weeks ago. The rep did an impedance check and all contacts were within normal limits. The rep was able to give the patient a new group c with no changed to program on the right/lead 1 (same as b) and small adjustments were made to the left/lead 2 to spread out stimulation. The rep walked the patient through setting adaptive stimulation for new group c. The patient was pleased with current adjustments and denied all other complaints at this time. The issue was resolved. No further complications were reported.